Event description:
It was reported that during a thrombus retrieval surgery, the physician utilized the subject guidewire to select the embolized blood vessel. During the selection process, the physician torqued the subject guidewire. However, during the torque manipulation, the middle section of the subject guidewire broke when positioned at the distal segment of the internal carotid artery (ica), although the core wire remained partially connected. The physician carefully withdrew the subject guidewire slowly towards the proximal end until it was fully withdrawn into the guiding catheter. Subsequently, when withdrawing the guiding catheter, the subject guidewire completely fractured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a thrombus retrieval surgery, the physician utilized the subject guidewire to select the embolized blood vessel. During the selection process, the physician torqued the subject guidewire. However, during the torque manipulation, the middle section of the subject guidewire broke when positioned at the distal segment of the internal carotid artery (ica), although the core wire remained partially connected. The physician carefully withdrew the subject guidewire slowly towards the proximal end until it was fully withdrawn into the guiding catheter. Subsequently, when withdrawing the guiding catheter, the subject guidewire completely fractured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire proximal end was noted to be kinked/bent. The guidewire was noted to be broken/fractured approx. 182cm from the proximal end. The distal section of the wire was not returned. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'guidewire distal tip broken/fractured during use' was confirmed. The device failed to meet specification when returned for analysis. It was reported that during the selection process, the physician torqued the guidewire. However, during the torque manipulation, the middle section of the guidewire broke, although the core wire remained partially connected. The physician carefully withdrew the guidewire slowly towards the proximal end until it was fully withdrawn into the guiding catheter. Subsequently, when withdrawing the guiding catheter, the guidewire completely fractured. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and it was conformed that the guidewire had been fractured, there was also kinking noted to the proximal end of the guidewire. It is probable that the guidewire was fractured as it was torqued, possibly due to anatomical and /or procedural factors. As per the synchro IFU: " never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action". An assignable cause of procedural factors will be assigned to the reported and analyzed 'guidewire broken/fractured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The kink to the proximal end of the guidewire is likely due to handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the analyzed 'guidewire kinked/bent.'